Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced "foreign body in the genitourinary tract with a monarc sling", dyspareunia, pelvic pain, mixed incontinence, urinary frequency, urinary urgency, erosion, cystourethrocele, urinary tract infection, and nocturia. Furthermore, it was reported that the plaintiff died. The causes of death reported were acute cardiopulmonary failure, chronic obstructive pulmonary disease, sepsis, and pneumonia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the plaintiff experienced pain with urination, difficulty urinary and leakage.